Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A caller reported via phone call indicating that the customer experienced low blood glucose levels. The caller did not provide their blood glucose value. The caller stated that they passed out after drinking juice. The caller was administered a glucagon shot and was hospitalized on 06/12/2015 with a blood glucose level of 56 mg/dl. The customer was assisted with accessing the carelink program. It is unknown if the insulin pump caused the low blood glucose. The customer did not return the product back for analysis.